Event description:
It was reported that the right-ventricular (rv) lead exhibited noise oversensing resulting in pacing-inhibition, which was able to be reproduced during clinic visit. No resolution was performed. There were no patient consequences.